Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited loss of capture, p-wave amplitude variation and high impedance measurements. The ra lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: section b5 and section h6- added difficult to fold, unfold or collapse coding.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited loss of capture, p-wave amplitude variation, high impedance measurements and unspecified helix rotation issue. The ra lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: h6: the investigation conclusion code should have been no problem detected d14 instead of cause not established d15.

Manufacturer narrative:
The reported events of failure to capture, p-wave amp variation, high pacing impedance and helix mechanism issue. A complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported events of failure to capture, p-wave amp variation, high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.